Event description:
The micro drill was sent in for evaluation because it was overheating during preparation for a procedure. There was no patient involvement; another device was used for the procedure. No adverse event was associated with the device.